Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was not hospitalized prior to death, the patient passed away at home. The cause of death was unknown. The patient had been on automated pd therapy prior to death, and pd was ongoing up until the time of death. The patient was not connected to the hc device and was not performing pd therapy with baxter solutions at the time of death. An autopsy was performed; however the results were not available at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A device history record review revealed no issues that could have caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.